Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and ventralight st on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1). Per operative notes, ¿an incision was made into the abdomen. The hernia sac was dissected out. A 3dmax mesh (device 1) was placed into the left inguinal region and secure it with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with multiple incisional ventral hernia; adhesion hereby underwent laparoscopic repair with implant of ventralight st w/ echo mesh (device 2). Per operative notes, ¿an incision was made into the abdomen. The hernia sac was dissected out. There were dense adhesions which were taken down sharply. A 6 x 8 inches ventralight st w/ echo mesh (device 2) was placed intraabdominally and secure it with sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and ventralight st on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted.